Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing . Returned therapy cable passed safety and eit but failed inspection for unrelated issue. The reported condition was not able to be replicated. Will continue to trend for future occurrences.

Event description:
Patient called in to report continuous "connect plug to monitor alerts". Patient further reported no visible physical damage on the therapy cable. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.